Event description:
It was reported that the user¿s ilet bionic pancreas pump was not connected to a new dexcom g7 continuous glucose monitor (cgm) sensor because the sensor pairing code had not been entered, resulting in a cgm not paired condition and dosing expected to stop soon. Symptoms included no glucose data available for dosing and no adverse clinical symptoms were reported. Outcomes included interruption of automated insulin dosing until pairing was completed with no health impact. User support included troubleshooting and education, during which the agent guided the user to enter the correct g7 pairing code and advised waiting for sensor warmup. Investigation of this case revealed an operational use issue with incorrect or absent pairing, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup and pairing.